Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 874ah17, expiration date 11/30/2010). (B) (4)

Event description:
Caller reports that during a correlation study the following coaguchek s, xs 1, and xs 2 results were obtained: coagucheck s coaguchek xs 1 coagucheck xs 2 3.3 inr 2.4 inr - - 1.6 inr - - 2.1 inr 3.8 inr 2.9 inr 2.9 inr 2.5 inr - - 2.0 inr 2.3 inr 1.7 inr 1.7 inr no actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.